Event description:
It was reported that a mixture of twenty three 355ld and a 512sd's were used during a laparoscopic choleystectomy. It was reported by the affiliate that the inner valve is broken. One each of the devices is being returned as the other twenty one will be used for training purposes because they are in good condition for that. The valves did not fall into the pt and there was no consequence to pt.